Manufacturer narrative:
The patient ID, age, gender and weight are unknown. Event date is unknown. A visual examination of the returned device found that the jaws were bent and the tang holes presented with damage. Additionally, the device was received with the jaws open. Functionally, when the handle was actuated, the wire moved, but the jaws failed to close. No abnormalities were noted with the device riveting and welding which were within design specifications. The condition of the returned incident device was not consistent with the complaint that the jaws were not able to open. However, the evaluation attributed this to the jaws being bent with one jaw being mounted on the other causing them to remain locked in the open position. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to user handling. Therefore, the most probable root cause is handling damage. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during preparation, the physician performed a functional check and the forceps jaws failed to open. The procedure was completed with another radial jaw biopsy 4 forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; jaws bent.